Event description:
This pt had an outpatient MRI with contrast. The pt has a pacemaker and an aortic heart valve. Before the exam, a st. Jude pacemaker representative set the pacemaker to MRI mode (asynchronous pulsing). Pt was placed on mr safe vitals monitor. IV contrast was administered roughly 30 minutes into the exam. Pt did not express distress throughout the exam. Upon removing the pt from the scanner, she appeared diaphoretic. The pt sat up, complained of shortness of breath, and presented audible wheezing. Pt was transferred to a stretcher where she deteriorated rapidly, and a code team was called. The code team arrived quickly and began to work the code. Pt was intubated, and stabilized. The st. Jude rep interrogated the pacer and placed it back it normal mode. She was rushed to the emergency room, for further care.